Event description:
As reported, approximately three days after use of an unknown mynx vascular closure device (vcd) caller reported having swelling and pain in access site and tingling and numbness of the toes. Patient underwent a cerebral angiogram; access site was the right femoral artery. Patient stated that after the procedure she noticed a small bump on the access site and a small amount of redness. She noted swelling the next day on the access site. However, the day after that patient woke up at 3am with swelling up to her belly button and her toes were tingling and she felt numbness. Reporter called the doctor's office they did not respond so she went to the emergency room (ER) with pain and swelling, no medication was given in the ER, computer tomography (CT) scan was done, and the ER determined it was an inflammatory response. Caller underwent an ultrasound (us) as well and was told there was no pseudoaneurysm in the right groin access site. Caller stated she had a tiny purplish bruise on her right groin access site. On the fifth day after the procedure the caller still had swelling, but it had significantly decreased, and no longer reports experiencing pain. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, approximately three days after use of an unknown mynx vascular closure device (vcd), caller reported having swelling and pain in access site and tingling and numbness of the toes. Patient had undergone a cerebral angiogram; access site was the right femoral artery. Patient stated that after the procedure, she noticed a small bump on the access site and a small amount of redness. She noted swelling the next day on the access site. However, the day after that patient woke up at 3am with swelling up to her belly button and her toes were tingling and she felt numbness. Reporter called the doctor's office, they did not respond so she went to the emergency room (ER) with pain and swelling. No medication was given in the ER. A computer tomography (CT) scan was done, and the ER determined it was an inflammatory response. Caller underwent an ultrasound (us) as well and was told there was no pseudoaneurysm in the right groin access site. Caller stated she had a tiny purplish bruise on her right groin access site. On the fifth day after the procedure, the caller still had swelling, but it had significantly decreased, and no longer reports experiencing pain. The device was not available to be returned for analysis. A product history record (phr) review of lot f2225602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without images of the issue experienced, the event could not be confirmed and the exact cause of the event could not be determined. A local reaction after deployment of the sealant at the arteriotomy/venotomy is defined as an inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation/swelling. Local reactions can be due to the patient¿s sensitivity to the peg sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or worst-case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. Based on the information available for review, it is not possible to determine what factors may have contributed to the issues experienced by the patient. However, patient/access site treatment factors are likely since the emergency department confirmed it was an inflammatory response with no issues noted during the CT scan and ultrasound. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, the IFU cautions, ¿mynxgrip should not be used in patients with a known allergy to peg.¿ based on the product history review (phr), there is no indication that the event was related to a design or manufacturing issues of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Please note correction made to h6 for coding to better reflect previously reported complaint.